Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18915045 / 18915045.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also mentioned that the implants were uncomfortable. The patient underwent an explant procedure. The explanted ipg and leads were not returned.